Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that when the ethernet cable connected to the camera was moved, it would stop communicating intermittently. The system then passed the system checkout and was found to be fully functional. The cable and bulkhead connector were returned to the manufacturer for analysis. Analysis found that the cable was returned unused and the bulk head connector was also undamaged and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera cable only worked at specific angles during a cadaver lab. Even with the screws seated, the network cable for the camera did not work unless wiggled. No patient present.